Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip was cracked. No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/20/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed that the intraocular lens (iol) was stuck at the cartridge tip and overridden by the pushrod. The lens was removed from the tip and it was observed broken in two pieces. The cartridge tip was observed cracked, which could be as a result of the plunger overriding the lens. There was no viscoelastic residue observed inside the cartridge. Based on the evaluation, the customer's reported complaint was confirmed however no product deficiency could be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.